Manufacturer narrative:
Technician found cable plug broken on comm jbox. Tech advised account of repairs needed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Bed alarm does not work.